Event description:
Additional information received 21-feb-2023 via email: the device was not involved in a patient incident.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection showed a bubbled downstream occlusion seal. During the functional testing, the customer reported problem was not duplicated. The device passed all testing and was able to recognize a cassette. No root cause was found due to no fault found. The downstream sensor and seal were replaced, as well as the lcd lens, optic switch, keypad and rear label. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in april 2022 and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that when the patient attempts to administer meds, an alarm sounds with (cassette not attached message). No patient injury was reported. Additional information received confirmed that there was a latch lock error.

Manufacturer narrative:
Operator is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.